Event description:
Customer reported experiencing a past low blood glucose event with the lowest level reaching 47 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment action. Customer agreed to consult with a healthcare professional regarding factors affecting blood glucose levels.